Event description:
It was reported on august 21, that during the c-arm movement of the tomo imaging the motion caused the gantry tower to shake, possibly bad enough to induce motion issues in the patient images. A field engineer examined the device and found a loose vta bolt.

Manufacturer narrative:
An investigation was completed: on 8/21/2024, it was reported that the gantry was shaking. The customer cancelled the service visit due to not being ready for repairs. On 9/23/2024, the customer reported system shaking again under a new complaint. The field engineer (fe) was dispatched to the customer site and found the vertical travel assembly (vta) bolts were loose. The fe tightened the bolts to resolve the shaking. On 10/25/2024, the customer reported system shaking during tomo sweep under an additional complaint. The fe was re-dispatched to the customer site and replaced the vta bolts using the replacement kit to resolve the issue. No patient or user injuries were reported. A review of the device history showed this issue has not recurred since the part was replaced. The vta bolts were on the system for 2,651 days and were not returned for further investigation. The cause of the system shaking was due to loose vta bolts. A CAPA has been opened to investigate the root cause of the loose/broken vta bolts. Conclusion: this investigation will be closed and the root cause investigation for this issue will be documented in the CAPA. Future events will be monitored and trended. Device history record (DHR) review: a review of the complaint history for sdm131700187 was performed and no additional complaints related to loose vta bolts were found. The complaint review identified that the vta and bolts were original to the system therefore, the DHR was reviewed. There were no discrepancies noted in the DHR. The vta was installed on this gantry with no issues noted. System product code: sdm-sys-9000-3d. Serial number: (B)(6). Manufacture date: 06-21-2017. System installation date: 07-28-2017. Unique device identifier (UDI): (B)(4).